Event description:
It was reported that at 113,103 joules while using the surgical fiber, the aiming beam stopped functioning / was no longer visible. Time expended: 15:27 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no adverse outcomes". There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2090-403h-(B)(4): the glass cap is detached; the glass cap is not returned; the fiber was fractured at the at the uv glue zone area. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.